Event description:
It was reported that a revision surgery was performed due to pain since physiotherapist pushed knee too hard. Surgeon believed that it popped the quad repair. Surgeon opened the knee using previous incision. Released all scar tissue he could find around femur/tibia/gutters. Reviewed implants and all were well fixed. Patella tracking well and implants positioned well. Surgeon unsure of cause of patients pain on mobilising. Trialled an 11mm constrained trial and decided this was best implant option.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the available information, the root cause of this patient's pain cannot be concluded. However, "scar tissue"/arthrofibrosis is a common cause of post procedural pain. No information has been provided on the patient's current status. From the reported surgeon's statement, the issue was not attributed to an implant failure. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.